Manufacturer narrative:
(B)(4).

Event description:
The report states that while in use on a patient, "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that stapler was returned with its trigger partially engaged and its first staple partially formed. The stapler was returned with nine staples remaining in the cover block, indicating that at least 26 staples were fired by the customer. Evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first three staples did not release properly. The complaint sample anvil component was switched with a lab inventory anvil component. The next five staples fired and released properly. The complaint sample anvil was switched ba ck into the device, and the next staple did not release properly. The sample was returned to the manufacturing site for further analysis. The complaint sample cover block component was switched with a lab inventory cover block. It was discovered that the staples fired properly with a lab inventory cover block and the complaint sample anvil and forming tool. The root cause of the complaint investigation could not be conclusively determined. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate misfiring and jamming in visistat staplers. The forming tool component was also under the same investigation. Investigation still ongoing at the time of this report. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
The report states that while in use on a patient, "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".